Event description:
On (B)(6) 2009, the pt reported experiencing issues with the up and down buttons of her infusion device. She stated that 2 weeks ago, she did not hear confirmation beeps or feel confirmation vibrations after bolusing and she found that the buttons were not responding. The buttons were functioning properly at the time of the report. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.